Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of nursing reported to a company representative that an ophthalmic surgeon experienced leaking trocars during two procedures. There was no harm to the patients. The leaking trocars were not retained. No additional information is expected. This is the third of five reports.

Manufacturer narrative:
Additional information: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, six trocar component lots were used to make up the final lot. According to the device history no anomalies were found. The product was released based on manufacturer's acceptance criteria. No additional investigation was required based on device history review. A complaint history examination indicated this is the fourteenth complaint and the fourteenth for leaking associated with the reported lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).